Event description:
It was reported that the patient did not think his ¿a side¿ was working. He liked to turn up his stimulation to where he felt it and he thought program a began having issues four months after implant. He noted that the program a was set to 3.71 on the left and 3.12 on the right. Program b was set to 3.90 volts on the left and 2.10 volts on the right. The patient later reported that he had a loss of therapeutic when on program b; he ¿did not feel therapy on right side on program b.¿ he noted that program a was working fine and thought the clinic programmed b about three months ago to try. He was not clear on what types of changes were made or for what reason. The patient stated that they were ¿waiting for the honeymoon period to pass before making changes,¿ which they made changes back in (B)(6) 2014. The patient was last seen in clinic in (B)(6) 2014, where an issue was found with a lead and they tried to reprogram it. He had not been seen since and did not have another appointment scheduled. Additional information received from the patient reported that he was still having concerns with his device or therapy, but had not sought further help. No further interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 3387s-40, lot# va0e81k, implanted: (B)(6) 2014, product type: lead. Product ID 3387s-40, lot# va0e81k, implanted: (B)(6) 2014, product type: lead. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.